Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information it is likely the suture became caught in the foot during closure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pulsed field ablation procedure. Reportedly, the prostyle device could not be retracted from the vessel. The suture was cut to release and remove the device. No other device was attempted to be pre-placed. The sheath was upsized to a 16.58f, and the interventional procedure was completed. Post procedure, the suture of two new prostyle devices were successfully placed. Hemostasis was achieved with the prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.